Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc surmised that the subject device that there was foreign material on the suction cylinder was used the procedures. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The foreign material was black and was determined as organic silicone by analysis of component. The adhesive inside the suction cylinder was chipped and there was rust on the nut side. Based upon the above information, omsc surmised that the reported phenomenon was attributed to the following. The adhesive inside the suction cylinder was exposed to exterior due to the strength reduction of the adhesive inside the suction cylinder by the ingress of chemical solution. The suction valve was caught in the suction cylinder and was broken off while attaching. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that there was foreign material on the suction cylinder. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.